Event description:
A customer contacted baxter's (B)(4) and reported a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) states that he had connected before self testing and now the hc is alarming with the low drain volume alarm. The hp states he did not disconnect, and only clamped off the patient line. The hp stated that there were a few air bubbles in the patient line. The hp will end therapy and start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010 regarding the event. According to the nurse the patient has resumed therapy successfully. Additionally, the patient has not reported any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample. Batch review was not performed since the lot number was not available. Per the complaint information, the cause of the alarm was use error. The patient did not check the patient line to verify that prime had completed prior to connecting, which caused air to get into the set up. Labeling review found the labeling adequate for the potential use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).